Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Device evaluation: analysis found that the diameter behind the tines was enlarged, which impeded normal lead insertion into the 7f introducer.